Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with an e630 (screw rotation error) error code. The device was returned to the biomedical dept with a signed note that stated, "not holding program and alarms 630. Please do not put back in service until fixed. At (B)(6)". Specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No medical interventions were required. During testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. No additional info was provided.